Event description:
It was reported that the customer's insulin pump had a frozen screen and unresponsive buttons. It was stated that the customer replaced the battery but the issues were not resolved. Advised the caller to have the customer call in for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.